Event description:
It was reported the stimulator battery was depleted. It was noted an intervention of replacement surgery occurred on the day of report. It was stated interrogation of the device occurred on (B)(6) 2014 and the device was off. It was noted the etiology was related to the device or therapy but was not related to the implant procedure. It was noted the patient¿s dystonia symptoms were increased. It was stated the severity was mild and it resulted in in-patient hospitalization. It was further reported the patient resolved with sequelae on the day of report with very high impedance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the previously reported dystonia symptoms had increased due to an empty battery. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) is no longer applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the implant date of the ins was november 2, 2012. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the ins reached eos status and the depletion was considered normal depletion. There were no impedance measurements available. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).